Event description:
Boston scientific received information that this right atrial lead was replaced after patient twiddling removed all the slack from the lead's placement. There were no adverse patient effects, and no allegation against the lead.